Event description:
The customer was hospitalized for high bgs. The customer was unable to perform the testing, as their vision was not sufficient to see and complete the troubleshooting. Later, the customer's family member called to test the device and all functioning test passed. It was found that the customer has scar tissue and the family member would talk to the doctor regarding alternate sites.